Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 3 upstream occlusion alarms occurred. The disposable used had the same lot number of tubing. The user switched to a different lot tubing and everything seemed to work properly after the switch. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. Device evaluation: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. No obstructions or other defects were detected in either of the joints of the product. The tube presents a slit. Due to the slit on the tubing a functional test cannot be performed. Root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.